Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs identified: device patch with lot number 3198185 and catalog number tsf-345 g. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side implant rupture diagnosed by MRI. Device has been explanted.